Event description:
It was reported that during a robotic laparoscopic partial nephrectomy procedure, the arm cart assembly (aca) failed twice during the surgery, with one of the failures having an arm error and another failure where the arm was frozen during the ischemia phase. The surgery was converted to laparoscopy to minimize the ischemia time. The surgeon indicated that performing a laparoscopic approach with robotic trocar positioning is complicated, as it is not the same positioning normally used in a surgery planned to be performed laparoscopically. The surgeon stated that this approach resulted in poor access to the clamp area, which led to greater bleeding than expected. Once the clamp was successfully removed, the robot was already operational again, so the surgeon returned to the console, and at that point he decided to perform a total nephrectomy. The surgeon stated that he cannot attribute the total nephrectomy to the robot failure, since it was a large tumor and kidney removal was a complication that had been previously explained to the patient; however, without a doubt, the increased ischemia time contributed to his decision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic partial nephrectomy procedure, the arm cart assembly (aca) failed twice during the surgery, with one of the failures having an arm error and another failure where the arm was frozen during the ischemia phase. The surgery was converted to laparoscopy to minimize the ischemia time. The surgeon indicated that performing a laparoscopic approach with robotic trocar positioning is complicated, as it is not the same positioning normally used in a surgery planned to be performed laparoscopically. The surgeon stated that this approach resulted in poor access to the clamp area, which led to greater bleeding than expected. Once the clamp was successfully removed, the robot was already operational again, so the surgeon returned to the console, and at that point he decided to perform a total nephrectomy. The surgeon stated that he cannot attribute the total nephrectomy to the robot failure, since it was a large tumor and kidney removal was a complication that had been previously explained to the patient; however, without a doubt, the increased ischemia time contributed to his decision.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs for the arm cart assembly identified a motor position sensor / joint position sensor primary potentiometer mismatch on the robotic arm joint 2. This mismatch was recorded twice on the arm cart, approximately thirty minutes apart. An error code for 'subsystem robotic assembly validation - redundant position sensing check' and an error code for 'robotic arm encoder redundancy' occurred. Evaluation of the arm cart assembly confirmed the reported condition. The investigation identified that the most likely cause could be traced to a potentiometer mismatch. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.